Event description:
While flushing central line catheter, fluid was noted to be leaking out of a crack/hole in the hard plastic end of the catheter. End of catheter was replaced with repair kit. The catheter repair kit was designed for this catheter (pasv repair kit by catheter inovations) and the external repair involved cutting off the leaking end of the catheter and replacing it with a new hard plastic piece)and the tubing atttached to it.)